Manufacturer narrative:
Device was used for treatment not diagnosis. Meier, r., messmer, p., regazzoni, p., rothfischer, w. And gross, t. (2006). Unexpected high complication rate following internal fixation of unstable proximal humerus fractures with an angled blade plate. J orthop trauma, 20, 253-259. This report is for an unknown 3.5mm cannulated angled blade plate. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, meier, r., messmer, p., regazzoni, p., rothfischer, w. And gross, t. (2006). Unexpected high complication rate following internal fixation of unstable proximal humerus fractures with an angled blade plate. J orthop trauma, 20, 253-259. The hypothesis for this study was that orif, performed using a tissue-friendly technique with a 3.5- mm cannulated angled blade plate (synthes, (B)(4)) was sufficient to further reduce reported complication rates in unstable proximal humerus fractures. From december 1999 to march 2001, 42 consecutive patients with a unilaterally displaced and/or unstable fracture of the proximal humerus were treated operatively and have been included in this prospective study. Six patients were lost to follow-up: 3 died of unrelated causes and 3 could not be contacted. The remaining 36 individuals consisted of 29 women and 7 men who had an age of 23 to 88. All patients underwent unilateral surgery with a 90-degree cannulated angled blade plate (3.5-mm screws; synthes, (B)(4)). The average follow up was 22 months after the procedure. None of the patients experienced an intraoperative complication, and no nonunions occurred in this series. Overall, in this group of 36 cases, 12 patients had a complication including 2 infections, 8 blade perforations, 1 screw loosening, and 1 secondary dislocation of the head fragment. Ten of these patients had further surgery. Lastly, one patient experienced backing out of proximal screw at 6 weeks. The conclusion was that fixation of displaced proximal humeral fractures with an angled blade plate provided sufficient stability. This is report 9 of 13 for (B)(4). This report is for an unknown a 3.5mm cannulated angled blade plate and pertains to the serious injury / reportable malfunction of case 30 who experienced perforation with need for revision surgery.